Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was not communicating. The field service engineer (fse) found that windows updates had caused the station to crash. The station was reimaged with version 1.11 software, and all tests were completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating. After attempting to reboot the unit, the screen froze at 7% during the update process. The device had been moved and placed in room m05. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.